Event description:
Reporting status: malfunction. Reporting rationale: stent strut fracture has caused or contributed to patient injury previously. Device issue: stent strut fracture. It was reported via trial the lesion was not pre-dilated and when attempting to direct stent with a xience v stent, the device was unable to cross the lesion. When the device was removed, it was noted to have a fractured strut. Another attempt at revascularization of the target lesion was done and another xience v stent was implanted successfully. No additional event or patient information is available.